Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 8 years, 9 months due to unknown reasons. The explanted valve was replaced with a 27mm 11400m valve.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve in mitral position was explanted after an implant duration of eight (8) years, eleven(11) months and 19 days due to with regurgitation. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 27mm 11400m valve. The patient was in stable condition post procedure. Per product evaluation: heavy calcification on leaflet 3 with 14 mm tear, moderate host tissue on leaflet 2. Host tissue heavy on stent circumference at outflow aspect, moderate at inflow aspect.

Manufacturer narrative:
H11: additional manufacturer narrative: h3: customer report regurgitation was unable to be confirmed in the as received condition. As received, two leaflets had cuts of approximately 6mm x 8mm on leaflet 1, and 3mm x 12mm on leaflet 2. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned. A 14mm tear was observed on the cusp of leaflet 3 and calcification was evident at the tear. X-ray demonstrated wireform intact and heavy calcification on leaflet 3 and remaining leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect and moderate at the inflow aspect. Sewing ring was partially cut off around the valve. Part of the cut off sewing ring fragment was returned with valve. Sutures remained attached to the sewing ring the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.